Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during remote follow up, a device was exhibiting signs of premature battery depletion. The estimated longevity was significantly shorter than what would be expected based on device settings. The device functionality will continue to be monitored. Patient is stable and no changes or interventions have been taken at this time.